Event description:
It was reported that the pt had no stimulation sensation. Pt reported 1-2 days prior, they stopped feeling stimulation when walking into grocery store and it would not turn back on. Pt stated last night, they stood up and stimulation turned off again. Pt moved implantable neurostimulator (ins) up, used a magnet instead of pt programmer (pp) and reported stimulation came back on. Pt stated they did get sick/feverish 4 days after implant, but this went away and incision healed fine. Pt reported they stopped feeling stimulation. Pt then used the pp and reported seeing three green lights, but not feeling stimulation. Pt then moved ins "up in body" and reported feeling stim. Ins was implanted under left breast. Pt reported they had not noticed any changes in ins location or pocket.

Manufacturer narrative:
(B)(4)